Event description:
It was reported that a q-syte closed luer access device was damaged during use. The following was reported by the initial reporter: "during using, the root of the q-syte was broken".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/12/2021. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. The photo shows a top body and a septum of a q-syte unit. The unit has traces of media. The unit displayed similarities to that seen in the photo. Through the visual evaluation of the unit, there was inconsistency in the weld line observed. The heat of the weld affects smoothness of the top body rim, but a part of the top body rim looks smooth apparently unaffected by the welding. The reported issue was confirmed. During the welding process this type of defect can occur due to improper set-up or machine failure. Preventive maintenance were conducted at 100% as scheduled with no deviations. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a q-syte closed luer access device was damaged during use. The following was reported by the initial reporter: "during using, the root of the q-syte was broken"